Event description:
It was reported that this pacemaker system recorded a signal artifact monitor (sam) episode caused by minute ventilation (mv) signal oversensing, which was related to a lead safety switch due to high out of range impedances measuring above 3000 ohms on the right atrial (ra) lead channel. Technical services (ts) was consulted and further in office evaluation of the lead was recommended. No adverse patient effects were reported. This system remains in service.